Manufacturer narrative:
Manufacturer's investigation conclusion: the power module (serial number: (B)(6)) was returned to the pleasanton service center following the reported events of low flow alarms and the system monitor displaying erroneous data. The returned power module was functionally tested, and there were no findings related to either of the reported issues. Preventative maintenance was performed, and the serviced power module was returned to the customer after passing a full functional checkout. The power module was not determined to be related to the reported events; the low flow alarms will be addressed under the investigation of the pump, and the communication issues will be addressed under the investigations of the system monitor, sm-pm cable, and patient cable. Incidental findings revealed damaged battery clip. The heartmate power module instructions for use (IFU) (rev. B) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on monday, (B)(6) 2023, that patient was sitting up in bed and was connected to wall power on our system monitor and the flow, pi, power, and speed all went to 0 but the same was not reflected on the controller and patient was fine, no changes in vital signs or physical exam. The ventricular assist device (vad) cart was changed, including power module (b(6). Related system monitor was reported under MFR# 2916596-2023-05027